Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the account received a patient from another facility last night. When they powered on the ac3, they got a system error 4 message. The screen was "grayed out". They turned off the pump and tried to power it back up and got the same message. At that point they got a second ac3. The patient was transferred over to the second pump without difficulty. The first pump will be sent to biomed. There was no patient injury or consequence. The length of time in use was reported as immediate. No pump strips were generated for review.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 cpm board p/n: 33-1000-003, s/n: (B)(4). The sample was returned in a white cpm board shipping box with protective foam and esd bag. Visual inspection of the returned sample was performed. No abnormality was noted. The returned cpm board was installed into a known good ac3. The pump powered up successfully. The static ram and all voltages were within specification. Multiple class 1 alarms were purposely generated and piezo alarm (high pitch audible tone) was triggered each time. Bpw, ECG, and ap waveforms were monitored while pumping for over 1 hour and no alarms or errors occurred. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint of system error 4 is not confirmed. The returned cpm board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the account received a patient from another facility last night. When they powered on the ac3, they got a system error 4 message. The screen was "grayed out". They turned off the pump and tried to power it back up and got the same message. At that point they got a second ac3. The patient was transferred over to the second pump without difficulty. The first pump will be sent to biomed. There was no patient injury or consequence. The length of time in use was reported as immediate. No pump strips were generated for review.